Manufacturer narrative:
Reporter is a synthes employee. Part number: 321.133; synthes lot number: 4629482; supplier lot number: n/a; release to warehouse date: 19aug2003; expiration date: n/a. Supplier: beere precision medical instruments. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The repair technician reported the device failed calibration. The cause of the issue is failed high. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. A finalized service record will be archived in the document management system. The evaluation was confirmed. The device was deemed serviceable, and will be returned to the customer, no design, or manufacturing issues were identified therefore, it has been determined that no corrective, and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during testing at service and repair, a torque limiting handle/quick release-6mm hex coupling failed in calibration. There was no patient involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).